Manufacturer narrative:
Concomitant medical devices: 0265 lead; implanted: (B)(6) 2016, explanted: (B)(6) 2019, e140 ICD; implanted: (B)(6) 2016, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) epicardial leads exhibited high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.